Event description:
It was reported that at the stage one procedure, a contact on the lead was not working properly, so it was replaced with a new lead. The lead did not do what it was supposed to. No cause or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).